Event description:
Disabled, I needed a shower chair to bath. Alone, using their chair, it collapsed under me leaving me for 4 hours on the floor and collapsed chair in the shower until my daughter came home. Now, 2 months later my legs, back and hands (numb) have not recovered and dr's and pt say they may never will. In the fall, I banged my head causing damage to my neck, legs and spine. Obviously poorly designed and defective. Please recall this before others get injured.